Event description:
Complainant alleged that the clinicians were attempting to perform a synchronized cardioversion on a patient, but the device screen display blanked out when a 200 joule shock was delivered to the patient. The clinician reported that it is believed that the energy was delivered to the patient due to pt movement, but there is uncertainty of how much energy was delivered to the pt. A few seconds later the screen display reappeared, and it displayed an "insert card" message. During the clinician's second attempt to shock the patient, the device screen again blanked out. The clinicians then obtained another device to successfully cardiovert the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.